Manufacturer narrative:
On 23 dec 2015 it was prepared a final report with the information already submitted in the initial report. On 23 dec 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 23 october 2015: lot 120021 (B)(4) items manufactured and released on 29 march 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, no other items of the same lot have been sold. On 15 oct 2015 it was communicated the following: no revision scheduled for instance. No pain/problem for the patient for instance. Patient with major psychological disorders. On 23 oct 15 the medical affairs director made the following analysis: there are no elements to determine the cause for self-unscrewing of the locking screw. The position pictured in the xrays is not completely reassuring, it is still possible that the screw be trapped in articulation and in that case removal of the prosthesis could become necessary. Perhaps the surgeon will evaluate the possibility of removing the screw through an arthroscopy access if the patient conditions allow this course of action. Normally screws get loose because they have not been tightened properly, but there is no evidence that this is the case. No definite conclusion can be drawn. Not explanted.

Event description:
Unscrewing of the hinge tibial insert screw.